Event description:
#Medwatcher #(B)(4). Headache, bloating cramps, pelvic pain, painful sex,. Heavy periods at first. But now I haven't had normal period or "peroof" in 2 months. Sore breast leaking breast.